Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the lower left front corner of top case was chipped and cracked. A review of the event history log (ehl) identified occlusion alarm and there was no error which related to customer reported problem found in ehl. During the functional testing the force sensor reading failed. The root cause of the problem was that the force sensor was out of calibration from normal wear. The pump is 4 years old and had not been previously serviced. To resolve the problem, replaced force sensor for preventive, replaced top case, and performed preventative maintenance and all functional testing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the medfusion pump had a delivery problem. No patient injury or complications were reported in relation to this event.